Manufacturer narrative:
Device available for evaluation: complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. This report is for an unknown screw/unknown lot. Part and lot number are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2020 the patient underwent an open reduction internal fixation surgery for a humeral diaphyseal fracture. During distal locking the surgeon could not drill the bone with the drill bit and the radiolucent drive because the patient¿s bone quality was good. The surgeon made a hole opposite of the cortical bone with a gimlet and tried to drill it with the radiolucent drive but was not successful. Finally, the surgeon drilled without the radiolucent drive and inserted a screw. During the surgery, the surgeon found a crack around the insertion site of screw on the cortical bone. The surgery was completed successfully without extra procedure because the screw was fixed properly and the fracture site was stable. The surgery was delayed by less than 30 minutes. Concomitant devices: unk - radiolucent drive (part# unknown; lot# unknown; quantity: 1). Unk - gimlet (part# unknown, lot# unknown, quantity 1). This report is for one unknown screw. This is report 2 of 2 for (B)(4).